Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr femoral component cat#:183008 lot#: unk, vanguard cr tibial bearing cat#:183444 lot#: unk, biomet cc I-beam tray cat#:141224, lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 06214, 0001825034 - 2018 - 06215, 0001825034 - 2018 - 06216 , 0001825034 - 2018 - 06217. Product remains implanted.

Event description:
It was reported that the patient was noted to have open wound away from the incision on unknown date after primary right total knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information: the complaint sample was not evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.